Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that the last time patient connected to implant was about six months ago and then said that they turned therapy off because it wasn't helping. Agent reviewed general use and it was determined that patient wasn't placing communicator over the implant site when trying to connect. With instruction, patient connected and placed the communicator over the implant site and successfully placed into MRI mode. When asked for event date regarding loss of therapeutic benefit, patient said it has been at least a year or more. Patient said that did contact managing physician and was told to increase however that didn't help so turned therapy off. Patient said didn't make any other adjustments besides increasing stimulation on current program. Agent reviewed therapy information and general programming guidance including information regarding programs. Patient also said that did have two falls prior to return of symptoms, said fell and tore meniscus in one knee and then the other. When asked, patient didn't mention the falls to managing physician. Patient will call back at a later time to review how to switch to different programs. Email was sent to patient registration to update patient's contact information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.